Event description:
Head, it fell into the sink - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that after brushing her teeth, she rinsed the oral-b toothbrush head and it fell [off] into the sink. No injury was reported. On 25-mar-2025, follow up via digital safety assessment survey: the 57-year-old female consumer did not contact a healthcare provider. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.